Event description:
Revision surgery - instability report after initial primary surgery dated (B) (6) 2009. Surgeon took pt back into surgery later the same day and added rsp implants to stabilize shoulder. No implants were removed.